Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat the obtuse marginal (om1) artery. A 2.25 x 28 mm xience alpine stent delivery system (sds) was being advanced to the lesion; however, it could not cross through the circumflex artery. An attempt was made to pull the distal end of the sds back into the guiding catheter but it could not be pulled back. Several attempts were made to push the device forward and back into the guiding catheter but it would not move. The entire system, guiding catheter, guide wire and stent delivery system were being removed together but the stent implant dislodged at the access site. A surgeon was called and the patient was taken to the operating room where a cutdown was made to remove the stent implant. The patient stayed in the hospital for a couple of days and was released in good condition. No additional information was provided.